Event description:
It was reported the gastrointestinal videoscope still has a channel full of blood, after it has gone through a full cycle. The issue occurred after unspecified therapeutic procedure when device no longer was used on patient. There were no reports of patient harm.

Manufacturer narrative:
Related records: MFR #: 9610595-2025-04606. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.